Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-pace t-wave oversensing on the ventricular channel was noted. The recommended programming changes were made.